Manufacturer narrative:
Batch review performed on 29-nov-2024. Lot 2346746: (B)(4) items manufactured and released on 08-apr-2024. Expiration date: 2029-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised; batch review performed on 29-nov-2024. Gmk-spherika 02.12.e0510fl tibial insert fixed sphere flex size 5/10 mm l e-cross (k202022) lot 2400516: (B)(4) items manufactured and released on 26-feb-2024. Expiration date: 2029-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka15l femoral component spherika cemented size 5+l (k211004) lot 2315341: (B)(4) items manufactured and released on 12-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and implanted permanent products. The surgery was completed successfully.